Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901, implantable pulse generator, (B)(6) 2004; 5076, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was "not feeling well" and the patient's heart rate was around 40 bpm. During interrogation the right ventricular (rv) lead would not capture at maximum output and was undersensing r-waves. A lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and indicated no pacing capture in the rv. Capture loss starting around december 2012 and out of range, high lead impedance with a lead warning on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.